Event description:
Reportable based on analysis completed on (B)(6), 2012. It was reported that during a percutaneous coronary intervention procedure, a no cross occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous left circumflex artery. A promus element 3.0x20mm stent was deployed then the nc quantum apex mr 15mm x 3.25mm was selected for post dilation and came in contact to the proximal end of the promus element stent during advancement and could not cross the lesion. The nc quantum apex mr balloon catheter was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good however returned analysis revealed a balloon tear.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed blood in the manifold, balloon and wire lumen of the catheter. There was a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was also tip damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).